Manufacturer narrative:
Baxter received and evaluated the device.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device powers of without user input which was not reproduced. The reported symptom was verified through a review of the event history log and found during a visual inspection to be caused by depressed battery contacts on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input twice within route of critical care, during therapy (medication, dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.